Event description:
While mixing product, the customer noticed an unknown red spec in the coseal mixture. The facility used another coseal unit during the surgery. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Additional information received from baxter manufacturing facility on 18-mar-2011: a complaint sample was received and evaluated by the baxter manufacturing facility. Visual evaluation found no definitive "red spec" within the coseal mixture of powder with buffer a solution. Therefore, the complaint could not be confirmed. The manufacturing facility indicated that there was a small lump of colorless gel (identified to be partially mixed and gelled peg) at the edge of the gel pool in the powder syringe, but there were no red specs in the solution syringes. A review of the batch records indicated there were no exceptions or deviations that could have contributed to this complaint. According to the manufacturing facility, incoming raw materials and milled powder materials are inspected for appearance; results of all inspections were found to be within specification. A total of 12 retain samples were visually inspected for particles; no particles foreign to the product were identified during the inspection. The manufacturing facility indicated that visual lump or particle was undissolved peg material that refracts light in a different way because of its density. Upon visual examination and more time spent mixed, the lump was reduced in size and appeared to be colorless and does not appear to be a foreign particle. Baxter follow-up medical assessment: the complaint of seeing a foreign body particle was determined to be undissolved peg which with further mixing dissolved completely. There was no foreign body found in the product. No further action is required. (B)(4). This is the first complaint of this nature received for this product lot. This case will be kept on record for trending purposes.

Manufacturer narrative:
(B)(4): baxter medical assessment: in this case, the particle has been visually identified and the product has not been used on the patient. In case this hazard would reoccur, and the user would not visually identify the particles, a worst case clinical scenario would lead to a localized, minimal foreign body reaction, which only in exceptional cases may end up in a serious injury. (B)(4). No additional information is available at this time. The device is currently being evaluated by the manufacturing facility. A follow up report will be submitted upon completion of the evaluation.